Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 104 mg/dl, 73 mg/dl, 134 mg/dl, 86 mg/dl, and 87 mg/dl. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.